Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and the pump was reset. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; bg was not provided and cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.